Event description:
It was reported that, during setup of the device, a 980 ventilator safety valve was stuck open . There was no patient involvement at the time of the event. The customer reported to have replaced the exhalation flow sensor (evq) and the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.